Event description:
A 100% of acquired measurements/calculations did not transfer over to the structured report of mckesson horizon cardiology from a (B) (4) sequoia ultrasound system. Missing data: bsa.